Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent treatment of unknown pathology of the descending thoracic aortic (zone 0) with a conformable gore® tag® thoracic endoprosthesis and gore® tag® thoracic branch endoprostheses. It is unknown if the patient was being treated for a dissection or an aneurysm, however, there is no growth in the maximum aortic diameter within the treated segment. Images dated (B)(6) 2021, revealed a distal type I endoleak. Reportedly, a possible reintervention is being planned.